Manufacturer narrative:
Sections with additional information as of 15-feb-2022: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were returned, product evaluation unable to be performed: three used pen needles without the protective cover and cover cap; unable to ship to the manufacturer due to needle exposed. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. Reported defect not reproduced on retention samples. Most likely underlying root cause: mlc-061: improper use/mishandle by end user.

Event description:
Consumer reported complaint for inaccurate dispense/ aspiration of the 31g pen needles. Customer was concerned the pen needles are unable to administer her insulin because of not aspirating / inaccurate dispense. The package had not been open or damaged when received by the customer. This was not the first time the customer used the product out of this package; customer has been using since (B)(6) 2021. The customer is using compatible product and the pen needle is properly aligned. At the time of the call, the customer felt well and did not report any symptoms. Customer did not claim they were injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call to ensure the initial concern is resolved - unable to establish contact with customer at this time.